Event description:
Consumer's boyfriend called in to report that the microwave heating pad caused a significant burn to her neck. The burn was to the right side of her neck and there was some skin loss. The consumer went to the emergency room for medical treatment. She claims to have heated the pad according to proper instructions.